Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that medium alarm displayed: pump settings and patient data lost and medium alarm acknowledged: pump settings and patient data lost were recorded in history. During analysis, the customer's reported problem was confirmed. Pump was found to be displaying "pump settings and patient data lost" alarm message when batteries are inserted. Service recommended a microprocessor unit board to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump lost its data every 20 minutes approximately and it was noted that the internal voltage was off. There was no patient involvement. No adverse effects were reported.